Event description:
The clinic reported a leak from the bottom of the centrysystem 3. The gambro technical services (gts) rep who serviced the equipment found a cracked and leaking balance chamber valve. The valve was replaced, no pt involvement was reported.